Event description:
It was reported during a therapeutic laparoscopic hepatectomy procedure, it was observed that the sound of the blade rubbing was different from the usual. Per the report, when it was taken out of the body cavity, the "blade" broke and wiped with wet gauze. Whether or not an error occurred is unknown. The user replaced the device and the intended procedure was completed using a similar device. There was no patient harm, no user I jury reported due to the event.

Manufacturer narrative:
There are no report/ no issue of the combination device (concomitant devices). Follow up communication in addition ,reported that the device broken blade (broken probe ) broke outside the patients body and there was no delay in the procedure. The subject device was received and evaluated. Device evaluation , the following findings were noted: the probe was broken at 13 mm from its distal end. Scratches were observed around the broken area of the probe. In addition, the coating of the probe around the scratches was partially peeled off. Upon inspection of the broken surface of the probe, it was discovered that cracks were progressing from the scratched of the probe. No contact marks or scratches were observed on the non-insulated area of the grasping section. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. No abnormalities were noted in the DHR for the following that related directly to the reported event: process inspection sheet; quality inspection sheet; nonconforming product report. Instruction for use: the instruction manual contains the following descriptions related to the phenomenon of the reported event, and it warns against this event. Therefore, it can be inferred that mishandling of the device by the user might have contributed to the reported event. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. From the analysis results of the actual product, it was presumed that the breakage of the probe occurred due to the following mechanism. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. Due to the ultrasonic vibration, coating of the probe peeled off. In addition, it caused scratches on the probe. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. After that, a force was applied to the probe during device handling. As a result, the probe broke. Olympus will continue to monitor field performance for this device.